Event description:
Successful bi-lateral hip resurfacing using smith and nephew implant in 2008. Informed of and tested for possible chromium and cobalt metals in 2016. Results were positive for both. Hip revisions in (B)(6) 2017 and (B)(6) 2018.